Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional reported and confirmed the event. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds. A weight test of the device verified the device was within specification. Cloudiness after the autoclave disinfection process was observed in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional reported and confirmed the event. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional reported and confirmed the event. Device has been explanted.